Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a generator changeout procedure. During the procedure, electrocautery being used resulted in the loss of low voltage output from the patient's pacemaker. The pacemaker was explanted and replaced. The patient was stable.